Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's machine flow sensor and system board need to be replaced to address the issue. During the evaluation the device's display was found to be defective and needs to be replaced to address the issue.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a a "ventilator inoperative" code was found in the ventilator's downloaded error log.there was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The pil visually inspected the trilogy evo system flow sensor for visual defects and found physical damage, the screen inside the flow sensor is damaged. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 errors codes. The manufacturer applied power to the device and verified airflow. The pil was unable to confirm a failure of the flow sensor due to physical damage..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a ventilator's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 4 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 was updated in this report.